Manufacturer narrative:
The subject device was received and evaluated. Device evaluation service repair noted nozzle was found clogged. The customer error description could be confirmed. Service noted foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. Furthermore, the following findings during device inspection were noted below: - insertion part -ccd-unit -ccd-cover lens ¿discoloration noted. - control unit -wire stopper - angulation ¿ play noted. - angulation -less or specified value - control unit -stiffness control ¿ malfunction noted - universal cord -wrinkle - insertion part - bending tube shorten - insertion part -distal end - light guide cover lens (1x) ¿chipped noted investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
Customer reported with an issue of "air / nozzle clogged". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation service repair noted clogged nozzle. Foreign material cannot be removed event if correct reprocess was performed due to buckling of each channel or nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that fragments of injection tube or silicone rubber products entered channel and were caught in the nozzle. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.